Event description:
A patient reported a left side rupture and rippling in both breasts¿, ¿odd sharp pain in their left breast¿, ¿lump in their nipple¿, ¿erupted implant in their left breast and said they are in a lot of discomfort and pain and are worried about what will happen next." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture and rippling in both breasts¿, ¿odd sharp pain in their left breast¿, ¿lump in their nipple¿, ¿erupted implant in their left breast and said they are in a lot of discomfort and pain and are worried about what will happen next."

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening,one opening on the radius side assessed as surgical damage and missing side assessed as inconclusive. (Shell thickness was within specification). Wrinkling: observed crease fold on the device. Pain: unable to observe since it is a medical event and is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Migration: unable to observe since it is a medical event and is not related to the device. Dyspnea: unable to observe since it is a medical event and is not related to the device. Additional observations: crease fold observed on the device. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data.

Event description:
A patient reported a left side rupture and rippling in both breasts¿, ¿odd sharp pain in their left breast¿, ¿lump in their nipple¿ (not device-related), ¿erupted implant in their left breast and said they are in a lot of discomfort and pain and are worried about what will happen next." Patient also stated they are "struggling to breathe¿. The device was explanted.

Event description:
A patient reported a left side rupture and rippling in both breasts¿, ¿odd sharp pain in their left breast¿, ¿lump in their nipple¿, ¿erupted implant in their left breast and said they are in a lot of discomfort and pain and are worried about what will happen next." The device remains implanted.

Event description:
A patient reported a left side rupture and rippling in both breasts¿, ¿odd sharp pain in their left breast¿, ¿lump in their nipple¿, ¿erupted implant in their left breast and said they are in a lot of discomfort and pain and are worried about what will happen next." The device remains implanted.